Manufacturer narrative:
As a precaution, physio-control replaced the device's user interface and system controller pcb assembly and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was not able to complete the boot-up process.  The biomedical engineer advised that the device would begin to power on but freeze on the initial boot-up screen.  As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.